Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left bundle branch (lbb) lead was part of system revision due to infection. No additional adverse patient effects were reported. The lbb lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left bundle branch (lbb) lead was part of system revision due to infection. No additional adverse patient effects were reported. The lbb lead was explanted.